Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 4.05 - 4.2 cm fusiform abdominal aortic aneurysm with an unknown neck angle. Vessel morphology was not reported. It was reported that post stent graft deployment the angiogram showed either a type ii or type iii separation endoleak. Initially the physician was unsure if the leak was type ii or type iii, separation endoleak. The physician could not determine if the endoleak was type ii or type iii, and he continues to monitor the patient. The amount of device overlap was also reported to be 50 mm. The physician will monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), unapproved use of the device (using a thoracic device for an abdominal aortic aneurysm). Evaluation, conclusion: operational context contributed to event (using a thoracic device for an abdominal aortic aneurysm).